Event description:
The wire guide broke off in pt, and the physician had to retrieve the separated segment.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. Unfortunately, without the actual device in question, we were not able to determine why the separation occurred. This device is inspected 100% by our quality control department for bends, kinks, adequate joint strength and other surface imperfections prior to shipping. It is possible the device met with resistance beyond its intended design. It is also possible inadvertent contact was made with the needle bevel while attempting to manipulate the wire guide during the initial placement. We do caution that withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage. Nevertheless, the appropriate personnel have been notified of this event. We will continue to monitor for similar occurrences.